Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a broken helium cylinder valve knob. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that during preventive maintenance cs300 intra-aortic balloon pump (iabp) broken helium cylinder valve knob. Getinge field service engineer (fse) resolved the issue by replacing helium tank valve knob (0366-00-0092). Full preventive maintenance, safety, calibration, and functionality checks were completed on preventive maintenance. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use. There was no patient involvement.